Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the x-stage cover. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the gantry was only able to extend to approximately 75% of its full range of motion. It was noted there was damage to the x-stage cover at the base of the system. This issue was noted outside of a procedure, and there was no patient involvement.